Manufacturer narrative:
Associated medwatch report: 9610612-2020-00077 (400465232 sy635ts). General information the implant (screw) and the torque wrench arrived in decontaminated condition consequences for the patient intra- operative medical intervention was necessary. Investigation in the first step we made a visual investigation of the pedicle screw. Here we found the thread in the body partially damaged at both sides. In the next step we measured the trigger- torque of the enclosed torque wrench. The trigger value was exact 10 nm and therefore within its specification. The service time is exceeded. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause the root cause for the problem is most probably usage related. 5. Rationale without further knowledge about the circumstances we assume, that the damage of the thread in the body was caused by a tilted applied set screw (not enclosed). A proper tightening of the rod with such a pre- damaged screw is not possible. A material defect or a manufacturing error can be excluded. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product ennovate torque wrench handle. Following information was reported: the screw could not be implanted. The incident occurred during spine surgery l5,s1. After rod insertion the caudal screws were blocked and fixed with setscrew. It was not possible to tighten the set screw on the left side with a torque wrench. Decision was made to place a new screw with the diameter 7.5mm instead of 6.5mm; but it was also not possible. Changed to t-handle and the set screw could be tightened. Surgery extension time was about 25 minutes. An additional medical intervention was necessary. The surgeon needs to use a larger screw. Additional information was not provided nor available the adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00077 ((B)(4) + sy635ts).